Event description:
It was reported that during a lap colon procedure there were tissue pad issues with the device. The site used a new instrument and had the same problem. Another new instrument was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.